Manufacturer narrative:
Concomitant medical products: ICU medical tubing; td unknown. Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation. Although requested, patient identifier, race, and ethnicity were not provided.

Event description:
It was reported that a patient was receiving normal saline at 5ml/hour or 10ml/hour as a keep-vein-open (kvo) infusion, but the pump module continued to alarm for air-in-line on the hematology/oncology floor. The nurse changed the pump module. The second pump module alarmed for "safety clamp open". The nurse opened the channel to fix this and turned the pump module off and back on. Then the nurse opened the device and went to put the tubing in a third pump module. When the nurse went to put the kvo line back in a pump module, they noticed that 450ml of the 500ml bag of normal saline had infused into the patient. The patient, (who had been admitted for a bone marrow transplant), had their lungs assessed (which were found to be clear) and their blood pressure measured. There was no patient harm. The tubing involved in the event was a bd "half set" connected to a non-bd product similar to a manifold. Biomed reported the sear was broken on one of the devices.

Event description:
It was reported that a patient was receiving normal saline at 5ml/hour or 10ml/hour as a keep-vein-open (kvo) infusion, but the pump module continued to alarm for air-in-line on the hematology/oncology floor. The nurse changed the pump module. The second pump module alarmed for "safety clamp open". The nurse opened the channel to fix this and turned the pump module off and back on. Then the nurse opened the device and went to put the tubing in a third pump module. When the nurse went to put the kvo line back in a pump module, they noticed that 450ml of the 500ml bag of normal saline had infused into the patient. The patient (who had been admitted for a bone marrow transplant) had their lungs assessed (which were found to be clear) and their blood pressure measured. There was no patient harm. The tubing involved in the event was a bd "half set" connected to a non-bd product, similar to a manifold. Biomed reported the sear was broken on one of the devices.